Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/05/2014 with the following findings: review of the pump¿s black box revealed related alarms. The piston did not move during the rewind step of the prime sequence. The call service alarm was duplicated. A motor malfunction was experienced. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was discovered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.